Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an issue with receiving the full bolus dosing. Reportedly, the customer experienced elevated blood glucose (bg) level; however, bg values were not provided. The contact was unable to provide customer information or additional information regarding the reported issue.